Event description:
A registered nurse reported an intraocular lens (iol) was exchanged due to the wrong power being implanted. Additional information was received from the surgeon that the lens was exchanged. The surgeon reported the event resolved with treatment (exchange) for the same model, different diopter lens.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product history records could not be reviewed for the associated cartridge because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. However, the root cause may to be related to a failure to follow the dfu. An unapproved viscoelastic was used in the cartridge. The use of unapproved products may result in lens delivery difficulties or lens damage. There have been no other complaints reported in the iol lot. Additional information was requested and a completed questionnaire was received on (B)(4) 2013. (B)(4).